Event description:
The customer reported that a falsely depressed tacrolimus (tac) result was obtained on a patient sample on a dimension exl 200 integrated chemistry system. The erroneous result was not reported to the physician(s). The sample was repeated on the original dimension exl 200 integrated chemistry system twice. The repeat results recovered higher than the erroneous result and correlated to the patient¿s clinical picture. The repeat result of 5.5 ng/ml was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed tac result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed tacrolimus (tac) result was obtained on a patient sample on a dimension exl 200 integrated chemistry system. Quality control (qc) was within range on the day of the event. Siemens remotely reviewed the instrument data and determined the sample absorbance test recovered acceptably. Then, siemens adjusted the height of the sample probe and lowered the suction position. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse verified system counter, checked the metering and flush of the sample syringe, replaced the tubing, checked the metering and tubing of the arm 2 syringe, performed alignments between the arm 2 to the heterogenous module (hm) vessel, and replaced the arm 2 ultrasonic mixer. The cause of the falsely depressed tac result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2024-00245 on 02-oct-2024. Additional information (on 13-mar-2025): siemens reviewed the instrument data and determined the calibration was acceptable. The customer did not report discordant results for the other patient samples. Siemens evaluated the event and determined that there was no evidence of a reagent issue, photometer issue, water quality issue, or reagent/sample pipetting/delivery issues on the instrument that contributed to the erroneous tacrolimus (tac) result. Siemens determined the photometric data demonstrates indications of sample integrity issues, which potentially contributed to the falsely depressed tac result. The device manufacture date was missed in the initial MDR and section h4 was updated to provide device manufacture date. The investigation findings code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.